Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient had acquired an infection. The patient was hospitalized and treated with antibiotics. There have been no further reports of complications.